Event description:
A healthcare professional reported that during a middle cerebral artery aneurysm embolization, an envoy da, 6f, 105cm, mpd guide catheter (product code: 67125805d, lot number: 31814748) was delivered in place and then a competitor¿s microcatheter (mc) was delivered in the guide catheter. The microcatheter was impeded in the middle section of the guide catheter and could not advance any more. The doctor removed the guide catheter and microcatheter from the patient and observed that the middle section of the guide catheter was kinked/bent. The doctor switched to a new guide catheter to complete surgery with the original microcatheter. There was no patient injury reported. Before procedure, the device outer packaging and the device were inspected and found in good condition. Additional event information received on 03-jul-2026 indicated that they were not able to move the device at all due to the resistance. They were able to torque the device. There was no evidence of physical material within the device. There was no difficulty removing the device from the patient. The vessel was ¿tortuous¿. There was no allegation of patient injury due to an alleged

Manufacturer narrative:
Manufacturer ref# (B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device 31814748 number, and no internal actions related to the malfunction were identified. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the manufacturing record evaluation, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. The instructions for use (IFU) contain the following caution: ¿if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.